Event description:
It was reported a patient underwent a laparoscopic cholecystectomy. It is alleged that during surgery pt's aorta was lacerated in two places. It is alleged that pt sustained permanent physical injuries and complications. It was reported; "laceration to [patient's] aorta was 'apparently secondary to a faulty trocar which had been applied in that the blade did not retract on entering the abdominal cavity." It is unk whether the trocar was new or reprocessed.

Manufacturer narrative:
Date sent: 1/8/09. Info anticipated, but unavailable at this time.